Event description:
The lay user/patient called lifescan (lfs) in 10/05 and alleged that her meter was powering off during use. The medical affair specialist spoke to the patient the next day to obtain/verify the following information: the patient reported that her meter would intermittently power off during use for approximately one year. In 6/05, the patient tested her blood glucose and obtained a result of 93 mg/dl. For breakfast she had eggs, a glass of milk, and 4 oz of orange juice. She took her normal desage of 20 units of nph insulin and 2 unit humalog (1 unit per each 15 grams of carbohydrate). The insulin is not based on the meter result. The patient had no symptoms at the time of the result. She left one hour leter to go to the store. While at the store, she began to feel low (dizzy, "unable to think" and "saw bubbles in her eyes"). She began to eat frosting, which she keeps in her purse, and then passed out, hitting her head as she fell down. The paramedics were called. Upon arriving they obtained a blood glucose result of 56 mg/dl on their meter. The patient was given d-50 and her blood glucose was tested again; the result was 180 mg/dl. Upon arriving at the hospital the patien't blood glucose was tested again and the result was 40 mg/dl. She was given more d-50 in her IV and her blood glucose increased to 189 mg/dl. She was given a CT scan and was told that her skull was cracked and had a bilateral fracture and both of her shoulders were dislocated. She was hospitalized for 4 days and she then asked to be discharged. The physician advised the patient to continue her insulin regimen, but the patient stated that she would not take the humalog unless she ate pasta. Her hba1c was tested one month after the event and it was 5.8, which is condidered in the normal range. The meter did not contribute to the injury (her insulin was based on carbohydrate, not the meter result and she did not have any symptoms at the time of the normal result).